Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when the physician attempted to bend the tip of the safe-t-j amplatz extra-stiff support wire guide, the inner wire protruded from the coil. The procedure was continued with another wire, and there were no injuries or additional procedures reported.